Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: patient was ambulating in the hallway when the secondary tubing with phaseal devices became detached from the primary tubing causing a chemo spill. The infusion was paused, and chemo spill was cleaned before exposing another patient visitor or staff. No patient harm or negative outcome.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: no physical samples that display the reported condition were provided for investigation. One photo was received which shows the optima connector disconnected from the tubing. There is no visible damage or defect that can be identified within the photo to indicate why the disconnection occurred. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
Event details: patient was ambulating in the hallway when the secondary tubing with phaseal devices became detached from the primary tubing causing a chemo spill. The infusion was paused, and chemo spill was cleaned before exposing another patient visitor or staff. No patient harm or negative outcome. The phaseal injector and connector remained connected- but disconnected from the hub of the primary IV tubing where it was screwed into. The phaseal connector is the item that disconnected from the primary IV tubing. The connector remained connected to the injector, creating an open system, causing the chemotherapy to continue flowing through the open line.

Manufacturer narrative:
Medical device brand name, common device name, medical device catalog #, PMA / 510(k)# updated based on additional information from the customer.

Event description:
No additional event details.